Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations premature battery depletion (pbd) and high out of range pacing impedance.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a premature battery depletion. A technical service (ts) consultant was requested to review device data. Ts confirmed that since implant, the non-boston scientific left ventricular (lv) lead has exhibited high, out of range pacing impedance (greater than 3,000 ohms). Ts advised a significant increase in power consumption, with saturated lead impedances. Ts recommended an x-ray to confirm lead positioning, pocket manipulation and isometrics. Ts advised the device needs to be replaced in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the non-boston scientific lv lead was surgically explanted and replaced. The ICD device with the new non-boston scientific lv lead continues to show high, out of range pacing impedance (greater than 3,000 ohms) and premature battery depletion (pbd). X-ray imaging did not reveal any lead damage or dislodgement. The physician will continue to monitor the patient closely. The device remains implanted. No adverse patient effects were reported. The product investigation for this device is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a premature battery depletion. A technical service (ts) consultant was requested to review device data. Ts confirmed that since implant, the non-boston scientific left ventricular (lv) lead has exhibited high, out of range pacing impedance (greater than 3,000 ohms). Ts advised a significant increase in power consumption, with saturated lead impedances. Ts recommended an x-ray to confirm lead positioning, pocket manipulation and isometrics. Ts advised the device needs to be replaced in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the non-boston scientific lv lead was surgically explanted and replaced. The ICD device with the new non-boston scientific lv lead continues to show high, out of range pacing impedance (greater than 3,000 ohms) and premature battery depletion (pbd). X-ray imaging did not reveal any lead damage or dislodgement. The physician will continue to monitor the patient closely. The device remains implanted. No adverse patient effects were reported. The device was explanted and returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a premature battery depletion. A technical service (ts) consultant was requested to review device data. Ts confirmed that since implant, the non-boston scientific left ventricular (lv) lead has exhibited high, out of range pacing impedance (greater than 3,000 ohms). Ts advised a significant increase in power consumption, with saturated lead impedances. Ts recommended an x-ray to confirm lead positioning, pocket manipulation and isometrics. Ts advised the device needs to be replaced in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the non-boston scientific lv lead was surgically explanted and replaced. The ICD device with the new non-boston scientific lv lead continues to show high, out of range pacing impedance (greater than 3,000 ohms) and premature battery depletion (pbd). X-ray imaging did not reveal any lead damage or dislodgement. The physician will continue to monitor the patient closely. The device remains implanted. No adverse patient effects were reported.